Event description:
At 6 weeks post-op, pt diagnosed as prolonged non-union and x-ray revealed damaged implant. Pt revised with replacement sonoma orthopedic products implant and doctor commented that pt would also be instructed to limit mobility (not so instructed after original surgery per physician).